Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the cardioplegia set leaked. The product was not changed out, there was less than 5ml of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; however, terumo plans on submitting a f/u report when more info becomes available.